Manufacturer narrative:
Device not rec'd for evaluation.

Event description:
The device was used during a larparoscopic nissen procedure. Reportedly, the needle broke and the cartridge was difficult to load. The hosp has reported no pt injury occurred.